Event description:
It was reported that the patient was admitted to the hospital with pain at the neck. Data from the day was received and reviewed by the manufacturer and it was noted that high impedance was detected. Per the internal data of the generator intermittent high impedance had been present since date of the generator implant. The patient underwent a full revision of lead and generator later that day due to the high impedance. The surgeon notified the company representative that there was fluid in the lead -captured in MFR report # 1644487-2021-00738. Pin reinsertion was not attempted. The explanted products have not been received to date. No further relevant information has been received to date.

Event description:
It was reported that low output current (only delivering 2.25 ma) was observed post-operatively on a brand new m106.it was programmed to relatively high settings, (3 ma). During surgery diagnostics were okay, but only 1 ma output current checked. Diagnostics were run multiple times and a new session was started but low output current persisted. Reducing pulse width increased the amount of current able to be provided but the output current was still lower than programmed. During data review, no obvious anomalies were noted, but it was observed that over the short time running diagnostics multiple times , impedance steadily rose from 3125 ohms to 3867 ohms. During surgery, impedance was 4000 ohms. Pre-operatively on the patient's previous generator, impedance was much lower at 1687 ohms and the internal data of the previous generator found that there was no evidence of large changes in impedance value. It was also determined that the suspect generator should be able to be deliver a higher output current based on the impedance values. No further relevant information has been receive to date.